Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the device has never worked since they got it. The caller was not with the patient. Technical services advised patient to see managing healthcare professional (hcp) or to call into patient services to retrieve physician listings in their area. There were no patient complications reported as a result of this event.